Manufacturer narrative:
Evaluated three randomly sealed reservoirs. Checked o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoirs passed per specification. No leakage anomaly was observed during analysis.

Event description:
The customer reported that his blood glucose went up to 500mg/dl and he had to take a manual injection. The blood glucose reading dropped to 400mg/dl. The caller stated that insulin leaked from the barrel of the reservoir into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.